Manufacturer narrative:
(B)(4).

Event description:
The pt experienced pain, shocking, and tenderness at her implantable neurostimulator (ins) site. She also had "twitching symptoms." The pt did not have an infection. The ins was explanted but the leads remained implanted. The twitching symptoms resolved after explant. A f/u report will be sent if additional info becomes available.